Manufacturer narrative:
Information received indicated this patient presented to the follow-up appointment and there was no evidence of any additional oversensing episodes. Isometrics were performed which created a small amount of noise on the shock channel along with small baseline noise on the rate/sense, however it was not being marked at nominal settings. A boston scientific technical services consultant discussed that noise on the shock channel is not uncommon due to the unipolar vector. It was reported that the patient previously used ungrounded stereo equipment but has stopped since the noise episodes. It was discussed that likely the noise episodes were emi since there haven't been any episodes since the patient stopped using the stereo equipment. All other lead measurements were within normal range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received approximately two months late indicated there were additional episodes stored which exhibited myopotential oversensing. This also resulted in greater than 2 seconds of asystole for this pacemaker dependent patient. The patient planned to be brought in for additional troubleshooting.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting noise on the pace/sense and shock channel. The noise was oversensed which resulted in greater than 3 seconds of pacing inhibition. The noise appeared to be electromagnetic interference (emi). The patient could not recall any events related to the timeframe of the emi. To date, there have been no adverse patient effects reported.